Event description:
Pet owner reported, plunger rods are difficult to move. Stated, she will start to give her pet the injection but has to stop because the plunger is hard to push. Stated, she then removes the needle from the injection site to loosen the rod and once its loose enough, she will re-stick the pet to complete dispensing the insulin. Stated, she's experienced this problem for a year with different boxes and asked has the product been changed. Consumer is only reporting one lot number, one box today. Lot: 3198292. Catalog: 328521. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.